Event description:
It was observed that during the device evaluation, it was observed that the bronchovideoscope had a faulty ccd unit causing horizontal line resulting in a noisy image. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's investigation. Based on the results of the investigation, it was observed that the bronchovideoscope had a ccd unit causing horizontal line resulting in a noisy image. A definitive root cause of the issue could not be determined. The most likely cause was determined to be an electrical/electronic component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.